Event description:
The customer reported that two drops of diluent reagent fluid leaked from the act diff 2 probe onto the top of the vial. Leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or exposure to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/15/2015 and found that diluent had dripped from probe during the probe wash cycle. The fse removed the probe wash collar, back flushed the line to the vacuum chamber (vc1 or vic), replaced valve (lv10) as a preventative measure, cleaned debris from the wash collar, and then reinstalled the probe wash collar to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).